Event description:
Additional information was received from the patient representative. They reported that the patient did experience retention prior to the device and that it had not worsened since implant. They noted that catheterization was not their standard of care. They indicated that the patient had died on (B)(6) 2025, but that prior to their death, they had told them that their urinary retention had decreased since the device was implanted.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  about a week ago the patient's symptoms came back. Patient said they are not completely emptying their bladder and are dribbling afterwards. Patient mentioned they have urinary retention issues and dribbling after urinating. The agent asked if the patient had tried adjusting stimulation, and the patient said they had increased stimulation by a tenth and that did not seem to help. The agent reviewed therapy information and general programming guidance. Patient increased stimulation on the call. Patient will maintain the stimulation level and will continue to track symptoms. Redirect to a doctor if the issue persists.